Event description:
Boston scientific received information that during the implant procedure the left ventricular (lv) lead exhibited high out of range impedance measurement of 2400 ohms and noise when programmed tip to can. It was noted that the impedance measurement was significantly lower at 487 ohms when programmed ring to right ventricular (rv) coil. After checking the lead connection four to five times with the same measurements, the field representative contacted boston scientific technical services (ts). Ts advised that the high impedance measurement was out of range and suggested further troubleshooting techniques. Additional information from the field representative stated that the lv lead was plugged into the rv port to see if the out of range measurements were due to the lv port on the device, however the lv lead exhibited the same behavior, thus ruling out a device port issue. The field representative also noted that he suggested putting a stylet into the lead to attempt a better position, however the physician opted to close the pocket with the high out of range lv lead impedance measurement and leave the device programmed in a tip configuration. Diaphragmatic stimulation was also seen during implant, and corrected with lead positioning. At the pre-discharge check the following day, the lv lead impedance measurement had decreased to within normal limits, no noise was observed and the threshold measurement was stable. Diaphragmatic stimulation was seen again, and resolved with reprogramming. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.